Event description:
Per the clinic, the patient could not hear with device use. Hardware exchange attempts were made, however the issue could not be resolved.

Manufacturer narrative:
This report is submitted on october 12, 2023.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2023 and the patient was reimplanted with a new cochlear device during the same surgery. This report is submitted on february 22, 2024.